Event description:
A customer reported experiencing issues with the fill estimate on their insulin pump, as the insulin gauge displayed a different amount than expected. The discrepancy involved the pump initially showing 60 units when the customer expected about 269.8 units based on reporting. There was no evidence to determine if there was an adverse impact on the customer's blood glucose level. Additionally, no actions taken by the customer or technical support were documented, and further follow-up information could not be obtained.